Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was found dislodged during the pre-discharge check. The lead will be surgically revised at a later date, as the patient is not dependent.